Event description:
A review of quarterly events indicated that two (2) patient samples tested on the neo iris automated blood bank system produced inaccurate results for known antibodies inaccurate result # 1: a neo iris missed the anti-k antibody with the capture-r ready screen 3 and the capture-r ready ID assay during an instrument validation study. Inaccurate result # 2: a neo iris missed the anti-c antibody with the capture-r ready ID assay. In each circumstance, subsequent testing of relevant reagent retention lots produced accurate results. Additional investigations related to quality control processes; test procedures and other facts could not determine any direct cause of the missed antibody screenings and the malfunctions are allocated against the analytical instrument.

Manufacturer narrative:
Additional serial numbers continued from serial #: none. Additional lot numbers continued from lot#: 203901 none.